Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 14-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic periods") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2019 she experienced heavy menstrual bleeding (seriousness criterion intervention required), vaginal infection ("recurrent vaginal infections"), urinary tract infection ("recurrent urinary infections"), tendonitis ("bilateral arm tendinitis"), arthralgia ("hip joint pain") and neck pain ("neck pain"). The patient was treated with surgery (essure removal) and non-drug therapy (physiotherapy, osteopathy,acupuncture). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal infection, urinary tract infection, tendonitis, heavy menstrual bleeding, arthralgia or neck pain. The reporter commented: no effective treatment for tendonitis and joint pain: injections, physiotherapy, osteopathy,acupuncture. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 14-dec-2022. The most recent information was received on 24-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic periods") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2019 she experienced heavy menstrual bleeding (seriousness criterion intervention required), vaginal infection ("recurrent vaginal infections"), urinary tract infection ("recurrent urinary infections"), tendonitis ("bilateral arm tendinitis"), arthralgia ("hip joint pain") and neck pain ("neck pain"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal) and non-drug therapy (physiotherapy, osteopathy, acupuncture). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal infection, urinary tract infection, tendonitis, heavy menstrual bleeding, arthralgia or neck pain. The reporter commented: no effective treatment for tendonitis and joint pain: injections, physiotherapy, osteopathy, acupuncture. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.